Manufacturer narrative:
H4: device manufactured date: between january 12, 2021 to january 13, 2021. H10: two (2) devices were received for evaluation. Visual inspection revealed that the bladder was ruptured for both devices. The ruptured bladders were examined signs of abnormality. No signs of abnormality were observed. The reported condition was verified. The cause of the condition could not be determined; however, the probable cause may be due to inherent variation in the material (rubber) during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of two (2) small volume intermates ruptured during filling. There was no patient involvement. No additional information is available.